Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 3.8, coagucheck: 8.0. Tests were performed within 1 minute of each other. Pt's wife called back on (B)(6) 2012 to report her husband's lab results from today. Date: (B)(6) 2012, lab: 10.9. Caller also reports that her husband was not feeling well today and had a lot of bruising. The pt's dr is putting him on vitamin k and having him stay in bed until tues. The pt is to go to the hosp, if he's not feeling better by tues.

Manufacturer narrative:
Investigation pending.